Event description:
A report was received that the patient was experiencing numbness whether the stimulation was on or off. The patient will undergo lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-1132 serial/lot #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing numbness whether the stimulation was on or off. The patient will undergo lead revision.

Manufacturer narrative:
Additional information was received that the patient¿s numbness increased so it was decided to explant the patient and see if it alleviate the symptom. The physician believed that the numbness felt by patient was not device related or caused by the ipg. The numbness was gone.

Event description:
A report was received that the patient was experiencing numbness whether the stimulation was on or off. The patient will undergo lead revision.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was verified to be working as expected. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging tests performed. Sc-2218-50 (sn (B)(4)) a pronounced kink was noted at the clik anchor site of the lead. X-ray inspection revealed six broken cables 1 cm from where the clik anchor was tightened. Clik anchor one of the eyelets of the clik anchor was torn. No parts of it were missing. The complaint was not confirmed. The ipg was verified to be working as expected. However, a pronounced kink was noted at the clik anchor site of lead (sn (B)(4)). X-ray inspection revealed six broken cables 1 cm from where the clik anchor was tightened. Additionally, the lead bodies were cleanly cut. This kind of damage is a result of a typical explant procedure and it is not considered a failure. One of the eyelets of the clik anchor was torn. No parts of it were missing.